Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 12-dec-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse observed blockage in the injection valve and the large syringe was rusty and dirty. Fse replaced the injection valve and large syringe, then cleaned and lubricated the sample needle and syringe mechanism. Fse then conducted sample precision, calibration, and quality controls (qc). All passed within acceptable range. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 11-nov-2016 through 11-dec-2017 for similar complaints was performed. There were seven (7) similar complaints, which include this event identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp.reset. In addition, error 710 z1-axis is operation error in z1-axis. Abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. Errors that do not interrupt the assay run. When the following errors occur, a message will be displayed, but the assay will continue. The countermeasure is for the customer to inspect z1-axis. Execute smp.reset. The most probable cause of the reported event was due to rusty and dirty syringe and blockage on the injection valve.

Event description:
On (B)(6) 2017, customer reported getting 706 syringe-l error and error 710 z1-axis error while running quality control (qc) on the g8 instrument. On 12-dec-2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.